Event description:
It was reported that the device would not power on with battery intermittently. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device would not power up on battery. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. Physio further evaluated the replaced power supply module and determined that root cause for the device not powering up on battery was an electrically leaky filter, designator fl4, on the power supply module.